Event description:
It is reported that a customer fell into a lake with their insulin device attached to them. The customer has a blood glucose level was 214 mg/dl. The customer states that the pump stopped working. The customer was assisted with performing a self test on the insulin pump and the pump passed. The customer's insulin pump works as designed. No further information was provided.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.